Event description:
It was reported while the doctor was performing a mastoid the sheehy knife curette broke in use. He was able to see it with microscope and retrieved the broken tip. No harm done to the patient.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product has been returned, evaluation expected.

Manufacturer narrative:
The device was returned and reviewed by quality engineer. Received one (1) sample without the original packaging / label. The condition of the device showed possible customer use as the device was found damaged. From visual evaluation, the semi-sharp edge of the knife curette was found broken and the broken piece was not returned with the device. The broken edge was observed under magnification and appeared to be a clean break. The breakage possibly occurred due to excessive customer handling / use of the device. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.